Event description:
On an unspecified date the pt had essure inserted. On (B)(6) 2012, a surgery was performed where the migration of essure was noted. One device migrated into the bowel and the other through the tube itself. The surgical images of this pt were received.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.